Event description:
Report received from the USA stating that during a routine check, it was discovered that the device was "leaking oil". The device was not used in surgery. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was tested and the reported event was duplicated. Evidence indicates this is due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent.